Event description:
It was reported that an alert 5 was followed by an alarm 7. The customer's blood glucose level was displayed as "high." The customer addressed the high blood glucose by taking a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support educated the customer on the reason for the alert and alarm, and the customer successfully resumed insulin deliveries.